Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information.   Procedural related complications are influenced by the type of surgery, patients pre-existing comorbid state, and perioperative management. Deep vein thrombosis, or dvt, occurs when a blood clot forms in one of the deep veins of the body. This can happen if a vein becomes damaged or if the blood flow within a vein slows down or stops. Total joint patients are typically placed on medication post-operative for a period of time to prevent the development of dvt/blood clot. Even with the administration of preventive medication, dvt/blood clots can still develop. As the complaint indicated, a post-operative complication developed and medical intervention was required to treat the complication. The root cause of the reported event was determined to be unrelated to the implanted zimmer biomet device; therefore, a review of the device history records will not be performed. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Concomitant medical products: therapy date: (B)(6) 2014. 185285 - vngd ssk 360 femur l 67.5 ¿ 2711014, 185325 - vg 360 dst fm ag 67.5x5 ll/rm ¿ 200200, 185210 - bmt 360 2.5mm offset adapter ¿ 456070, 183888 - vngd ssk psc tib brg 18x71/75 ¿ 143730. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as the product remains implanted. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2019 -05167, 0001825034 -2019 -05168, 0001825034 -2019 -05170, 0001825034 -2019 -05171.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient experienced their third provoked venous thromboembolism. The patient was advised to be on indefinite anticoagulation treatment.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.